Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment that the stylus calibration had been 'disturbed'. The stylus pointer was found to be worn out. The stylus was replaced and calibration was found to working correctly. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration had been 'disturbed'. The programmer was returned for service. There was no patient involvement.